Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a trial implant procedure on (B)(6) 2019, the physician was unable to implant a lead due to scar tissue. In turn, the procedure was abandoned.